Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the event with vancomycin (1 gram every fifth day for 14 days, route not specified). At the time of this report, the antibiotic course was completed. Four days after onset, the patient was recovered from the peritonitis and was reportedly ¿doing well¿. It was not reported if dianeal therapy was ongoing. No additional information is available.